Event description:
The patient reported never having therapeutic effect. The patient stated that they had an infection two years ago. They stated ¿they got meningitis¿. They stated that on the date of the report, they were so sore and their headaches would not stop, and that this started when their pump got infected. The patient stated they would never get another pump and they were ¿lucky to be alive¿. They stated the pain and headaches were so bad that it was unbelievable. The medication infused was unknown.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type catheter. (B)(4).